Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient's cgm stopped working during the night, and as a result she did not receive notification her bg level was low. She did not remember event details including the time the failure occurred. She lost consciousness and had a seizure. Emergency medical services (ems) was called and the bg finger stick value by paramedics was 20 mg/dl. She regained consciousness after glucose administration (unspecified form). The bg fs value increased to approximately 30 mg/dl and she also was given food. She was transported to the hospital for further evaluation and unspecified treatment. After the event she recovered. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.